Event description:
The reporter stated that the unit was set to deliver breast milk at 3.8 cc/hour. After one hour, the nurse checked the pump and nothing appeared to have delivered. The biomedical department ran flow tests and reported that they were within specifications. There was no pt injury or treatment associated with this event.